Manufacturer narrative:
The serial number of the cobas e411 analyzer is (B)(6). The investigation is ongoing. Medwatch field e initial report info: e1 initial reporter establishment name: (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+b on a cobas e 411 analyzer (disk system). The initial result with the patient sample at 1:100 dilution was 59.69 miu/ml with a data flag. The hcg test strip result using the gold immunochromatography method was a strong positive result, prompting the rerun of the patient sample. The repeat result of the undiluted patient sample was 3457 miu/ml with a data flag.

Manufacturer narrative:
The investigation reviewed the calibration data; calibrator 1's signals were within the specified ranges while calibrator 2's signals were lower. The customer stated that the qcs were within the specified ranges. The field service engineer performed instrument checks and maintenance. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.